Event description:
Caller reported a power source alert while using the tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. After leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.